Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device stopped and started and appeared to be struggling. It made a chugging noise and was not cutting tissue. The cable was taken out, untangled and reattached. The blade direction was changed to see if that was the issue. The device eventually stopped working. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Blade was not seized and the device operated as intended during evaluation.

Manufacturer narrative:
(B)(4) - blade seized/stopped; drive cable wrap-up/torque; poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.